Event description:
It was reported that when the navistar was connected to the carto 3 piu all signals (intracardiac and 12-lead) were lost on the ep med recording and carto 3 systems. The reporter was not at the hospital at the time of the call. The reporter stated that the customer continued the case without mapping.

Manufacturer narrative:
(B)(4). It was reported that when the navistar was connected to the carto 3 piu all signals (intracardiac and 12-lead) were lost on the ep med recording and carto 3 systems. The engineer could not duplicate the issue. However, the piu was replaced with another one. The system passed the atp (acceptance test procedure) tests. The suspicious piu was sent to manufacturer (htc) for further investigation. Htc couldn't replicate the reported issue either. The DHR associated with carto (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the analysis repair record is completed. (B)(4).